Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hole in the hose, a loose connector and failed thermistor assessment. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed thermistor, had a loose connector and a tear in the hose. Therefore, the reported condition was confirmed. It was determined that the failed thermistor was due to a cracked and damaged component from corrosion. It was determined that the connector was loose due to loctite deterioration. It was determined that the tear in the cord was from allowing the cord to come in contact with a sharp object. The device showed signs of corrosion that is indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.